Event description:
During a tonsilectomy and adenoidectomy the bovie tip sparked. When removed, the insulation appeared to be burned. This particular product was being used as a trial only. We have no more of these tips. The equipment was not saved, and will not be restocked.